Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sterility of the device was compromised. A blazer¿ dx-20 catheter box had not been opened prior to entering the lab. Upon unpacking, a hole in the sleeve packet was noted when catheter was removed from the outer box. As the issue occurred outside the lab there was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
Previously it was reported that the issue occurred outside the lab and there was no patient involvement but instead, the problem was noticed during unpacking of the device in the lab. No patient complications were reported and the patient's status was stable.